Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/19/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/29/2015 with the following findings: review of the black box data revealed evidence of short battery illustrated by records of voltage drops leading to a ¿replace battery alarm¿ on (B)(6) 2014. The pump performed the ez-prime steps successfully. Electrical current draws were measured and found to be within the required specifications. Investigation did not duplicate the alleged short battery life issue. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components.